Event description:
Information was received in which it was reported that the explanted pacemaker was used with a new lead for temporary pacing, and then taken out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection, sepsis, and erosion. This pacemaker was explanted. There were no additional adverse effects reported.